Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level at the time of incident was 400 mg/dl. Customer¿s current blood glucose level was 526 and 400 mg/dl. Based on customer report customer did not allege insulin pump was under delivering. Customer was able to perform high pressure test and the test was passed. The customer did experience symptoms such as nausea as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The drive support cap was appears to be normal. The customer treated with the manual injection. The insulin pump will not be returned for analysis.